Event description:
Patient stated 2 of his v-go's have fallen off and won't stay on. Patient stated the first one he worn on his arm stayed on for 6 hours before falling off. Patient stated the second v-go he wore on his abdomen fell off after 12 hours. Patient stated he prepared site as instructed.